Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was impedance >4000 ohms on all or some unipolar pairs. There was an impedance reading of >4000 ohms on some of the bipolar pairs. On the left side all were >4000 except for c1. On the right side all were >4,000 except for c3. It was unclear which system was treating which side. Reprogramming was attempted but the pt had uncomfortable stimulation with the configurations intact. The pt experienced a shocking or jolting sensation with stimulation (l programmed +3, -1) and (r programmed 2+, 0-). The shocking or jolting was in the pelvic area. The pt noted it was near the pocket once or twice. This occurred a few days earlier while the pt was getting into the car. The pt was "getting a hug from her husband". No report of trauma or medical procedures. See also MFR's report# 3004209178201101334. Add'l info was requested.